Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third-party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). The testing result cleared the french guideline. The device was evaluated at olympus repair center. According to the evaluation, olympus repair center found that the bending section rubber gluing was worn out. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: coagulase-negative staphylococci (3 cfu/endoscope) and filamentous fungi (1 cfu/endoscope) the device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.